Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for foreign matter in plunger cap on lot # 8351890. No samples were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8351890. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported bd syringe 0.5ml 29ga 12.7mm had foreign matter in the cap prior to use. The following information was provided by the initial reporter: verbatim: ¿contamination in the syringe cap.¿

Manufacturer narrative:
The following information has been corrected: g.4. Date received by manufacturer: 2020-02-07.

Event description:
It was reported bd syringe 0.5ml 29ga 12.7mm had foreign matter in the cap prior to use. The following information was provided by the initial reporter: verbatim: contamination in the syringe cap.